Event description:
N/a.

Manufacturer narrative:
Tw (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 03/02/2026. An investigation was conducted on 03/04/2026. A visual inspection was conducted. Signs of clinical use and evidence of dried blood was observed on the heater wire. The clear silicone insulation on the hot jaw was observed to be intact. The clear silicone insulation on the cold jaw was observed to be peeled back, exposing the entire metal cold jaw from the base of the cold jaw with detachment at the tip of the cold jaw. The heater wire was observed to be intact with no visual defects observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 3.0. The device turned on and an audible sound was heard when activating the toggle. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations. The device was tested for the safety shut down system as the device would turn on, and produced visible steam. No final testing was conducted due to the condition of the peeled jaw. Based on the evaluation results, the reported failure "failure to cut" were not confirmed, however, the analyzed failure "peeled; delaminated; jaw" was observed. The lot # 3000525516 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that vasoview hemopro 2 was not cutting properly. Customer stated the jaws may have had too much charred tissue on the jaws. A pre-test was not performed. The procedure was completed with a new vasoview hemopro 2. There was no delay. There was no patient harm reported.